Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was not working correctly. The hcp had problems with the second channel of the ins. It was very difficulty to put the extension into the second channel. The impedance measured to be greater than 40000ohms. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the system was checked again after using a different extension instead of the first and the system was found to be okay.